Event description:
Lumenis received an adverse event report on two patients. According to the customer one patient felt hotter than usual during the treatment and other patient sustained multiple burn spots following treatment by splendor x device.